Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported symptom, which was unable to be reproduced. Improper keypad function was unable to be confirmed and no parts were replaced in relation to this symptom.

Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no patient injury.